Event description:
On (B)(6) 2014, the reporter contacted animas alleging that the pump was emitting what sounded like an alarm or warning with no corresponding alarm displayed. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 - device evaluation: the device has been returned and evaluated by product analysis on 08/19/2014 with the following findings: no alarms were recorded in history to indicate a pump malfunction. The pump passed a sound test as well as successfully performing an audio bolus. The reported complaint could not be duplicated.